Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that the patient had on occasion, a sudden surge in stimulation, especially when they laid down. Impedances were checked and found to be within normal limits. Adaptive stimulation feature was turned off and patient were to try this for the next few days to see if the issue got resolved. Additional information was received that the cause of surge was not determined. No further complications were reported/anticipated.